Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. A review of the instrument log for the permanent cautery hook (470183-14/t10190315 0080) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020 on system sk1577. The alleged event occurred on the 7th use of 10 lives. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. An isi failure analysis engineer (fae) has been requested to review the submitted image(s). At this time, the investigation has not been completed.

Event description:
It was reported that during a vinci-assisted myomectomy surgical procedure, the permanent cautery hook (pch) instrument had a broken wire. There was no report of fragment(s) falling inside the patient. The procedure was completed a backup pch instrument. There was no reported patient harm, adverse outcome, or injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the submitted image of the permanent cautery hook (pch) was completed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). It was noted that the instrument has a broken pitch cable with the crimp still intact within the distal clevis. No damage can be seen on the instrument clevis; therefore, it is likely the cable broke due to excessive tension or normal usage wear.